Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture in the unipolar configuration with autocapture on or off. In the bipolar configuration, capture was stable with a threshold of 1.0v. The device was left in bipolar and autocapture was turned off. The physician will monitor the patient.